Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving no delivery alarms on his pump over the weekend. Customer stated that his blood glucose went high and he does not know what happened. Customer did a manual bolus and it was fine. Customer changed the site and had an issue with fill tubing. Customer's blood glucose went high to 411 mg/dl. Customer changed the site cannula and found that it was a little bent. Customer received 2 alarms during manual bolus during lunch today. Customer stated that only one drop exited the tubing. Customer's blood glucose was 154 mg/dl this morning and 120 mg/dl at lunch. Customer pushed the insulin slowly through the tubing with a plunger and the insulin exited. Customer was advised that the pump is working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. Customer was advised to monitor the pump. Customer declined troubleshooting for high blood glucose.